Event description:
Patient presented to the physician with a fluid accumulation at the ipg site and was prescribed antibiotics. Physician brought the patient into the or four days later and found that the stimulation lead had eroded through the skin at the chest incision site. Physician removed the ipg, sensing lead, and a portion of the stimulation lead, and closed. Patient will complete the previously prescribed course of antibiotics.